Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7087666/7088003.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not working as intended. The patient underwent a system explant procedure, and the explanted devices will not be returned as they were discarded by the medical facility.